Manufacturer narrative:
Other relevant device(s) are: product ID: 37642, serial/lot #: (B)(4), c62955, c62992, c63205, c76143, 92 apply to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the patient was trying to make an adjustment but the patient programmer wouldn't turn on. The patient was messing with the patient programmer to make an adjustment. The caller said the patient might have adjusted the stimulation "one way or another" and the patient was "locked up". This was clarified to as the patient was stiffing up and it could be the reason for the patient trying to make an adjustment. The caller was unsure why the patient was trying to make an adjustment, as it was something they shouldn't be doing themselves. The caller noted the patient programmer may need to have it's batteries replaced but they were unsure. The patient programmer came on briefly today and the patient saw an "ER". The caller was unsure if it was an eri screen. They think the patient programmer is broken. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.